Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's report could not be confirmed. Based on the facts found out from the investigation, it is likely that image was intermittent because the connected video cable was defective or due to connection/contact failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the monitor was temporarily blank and then came back with a small image. Tac instructed the customer to replace the video cable going from the video system center to the monitor. The issue was resolved through troubleshooting. The customer confirmed that the image issue was caused by the video cable. As the issue was resolved, a device return is not expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that when using the video system center with an electrosurgical unit, the siemens monitor went temporarily blank and then came back with a smaller image. There were no reports of patient harm.